Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04979. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2006 due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-04979. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal itching/burning and frequent urinary tract infections.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total pelvic reconstruction due to pelvic organ prolapse. The patient experienced pain, erosion, infection, urinary problems, and dyspareunia.